Manufacturer narrative:
The returned product consisted of a watchman truseal access system with the related watchman delivery system snapped inside the device. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed the tip/sheath was flattened for a length of 15mm. Inspection of the rest of the device found no other damage or defect to the device. The device could not be functionally tested with the returned device as the wds implant was outside of the sheath and the anchors of the implant were damaged, so a lab supplied wds was used to functionally test the truseal. The test device was loaded into the truseal hub and advanced. Once the test device was snapped into the truseal, the implant was deployed, and then recaptured in the expected manner. The reported kink and recapture difficulty was not confirmed.

Event description:
It was reported that there was recapture difficulty. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed in the laa, but the device did not meet release criteria. During recapture, the physician was not able to fully recapture the device. The system buckled and turned like a "gooseneck." The device was eventually able to be removed from the patient, but the closure device was only partially recaptured with the feet protruding from the end of the system. There were no patient complications that occurred. The procedure was aborted with no device implanted in the patient. The patient was fine and transferred to ICU. Of note, there were other attempts made with two 30mm closure devices. The devices did not meet release criteria and were fully recaptured and removed. The order the devices were used is unclear, but it is likely the 30mm devices were attempted first. It was further reported that the patient died two days post procedure. The cause of death is unknown. The relationship to the procedure is unknown as there was no device implanted and no complications that occurred. Boston scientific is continuing to follow up with the physician to obtain additional information.

Event description:
It was reported that there was recapture difficulty. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed in the laa, but the device did not meet release criteria. During recapture, the physician was not able to fully recapture the device. The system buckled and turned like a "gooseneck." The device was eventually able to be removed from the patient, but the closure device was only partially recaptured with the feet protruding from the end of the system. There were no patient complications that occurred. The procedure was aborted with no device implanted in the patient. The patient was fine and transferred to ICU. Of note, there were other attempts made with two 30mm closure devices. The devices did not meet release criteria and were fully recaptured and removed. The order the devices were used is unclear, but it is likely the 30mm devices were attempted first. It was further reported that the patient died two days post procedure. The cause of death is unknown. The relationship to the procedure is unknown as there was no device implanted and no complications that occurred. Boston scientific is continuing to follow up with the physician to obtain additional information.